Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys did not exhibit signs of corrosion, contamination, or residue that would have contributed to the broken cable. The instrument was found to have grip input disk broken. Input disk 7and 6 were found broken. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical cystectomy w/ileal conduit surgical procedure, the mega suturecut needle driver instrument had a broken wire. The procedure was completed using a backup large needle driver instrument. There procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing out of ordinary was observed. The surgical procedure being performed was a radical cystectomy with ileal conduit when the user noted the reported issue. The instrument did not collide with any other instrument or tool during the procedure. It was unknown if issues were related to opening/closing of the grips. There were no issues related to yaw or pitch motion of grips or wrist. There were cables visibly protruding from distal end of instrument. Customer did not verify if the protruding cables affected the opening/closing or up/down movements of jaws and wrist. There were no reports of fragment falling into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the mega suturecut needle driver instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.